Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defects were found. The receiver was charged and will boot. The receiver log was downloaded and retrieved but no data from the investigation window was available. A manual "try-it" test was performed and the receiver vibrated. Receiver functional tests were performed and passed. The receiver was opened for an internal visual inspection and passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.